Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and it was reported that the customer was adding/removing insulin during pump or outside of the load sequence. Tandem technical support informed customer that adding/removing insulin during pump, or outside of the load sequence, is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.